Event description:
Following single-level l5/s1 discectomy surgery in 2001, patient exhibited severe "foot drop" on the right side, an unexpected outcome. Whether this will partially resolve, or be correctable by further surgery is unknown at this time. The discectomy had first been attempted percutaneously, but after failure to access the l5/s1 disc space from either left or right approach angles, the surgeon reverted to a standard "open" technique. The doctor's custom nuvasive ins-1 system (which uses evoked potentials through a midline epidural electrode to monitor muscle and corresponding nerve activity- as detected through electrodes placed over specific muscle myotomes) was in use throughout. In the original complaint, concern was expressed that the ins-1 should have provided evidence of the evolving nerve damage intraoperatively, but it did not. On investigation it was learned that the "open" surgery had been performed not at l5/s1. But at l4/l5. Further, a question arose whether the monitoring electrodes had been placed over the correct myotomes to accurately reflect status of the "at risk" nerves. In 01/2001, the dr provided a statement that the ins-1 system neither contributed to the injury, nor malfunctioned. At the time, the co determined the incident to not require reporting. In 02/2001 the dr provided a second letter in which dr states that, upon further reflection, he once again questions performance of the system. The co therefore to report the incident.